Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his insulin pump was not functioning properly, and he was not receiving insulin. The caller stated that his blood glucose went up to 411mg/dl. Troubleshooting was performed, and the drive support cap appears normal. The time and date were incorrect. Assisted the caller with correcting them. Instruced the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer stated that the cannulas have not been bent. Suggested to the customer to use a new site. No further information was provided.